Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had tissue adhered to the helix after being implanted. Additionally, the helix was deformed. As a result, the rv lead was explanted and a new rv lead was successfully implanted. No adverse patient effects were reported.